Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause is unknown. One photo sample of a 3cg stylet was returned for investigation. The polyimide tubing was observed to be broken with the core wire protruding past the break location. The core wire segment shown in the photo does not appear to be kinked. Based on the description of the reported event and photo sample provided, possible contributing factors include sharp instrument damage and advancement/retraction against resistance. As the polyimide tubing from the 3cg stylet was observed to be broken, the complaint is confirmed. A lot history review (lhr) of recp0647 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure the hcp had difficulty inserting the catheter, meeting resistance. The catheter was pulled back and the hcp withdrew the wire a bit so it was flush with the end and it wouldn¿t move. It was stated that upon looking at the device once removed, it was noted that the wire was broken off about a cm at the end.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing and core wire was observed 2.5cm from the distal tip of the stylet. A severe kink was observed in the polyimide tubing 2cm proximal to the break site. The remainder of the polyimide tubing was curled. The entire stylet was returned for investigation. The stylet core wire was kinked 13cm distal to the yellow tab. A microscopic examination revealed that the returned sample was consistent with the photos that were provided for investigation. The adjoining ends of the polyimide tubing were noted to be uneven at the break site. Blood residue was observed on the polyimide tubing. A gap was visible between the proximal end of the polyimide tubing and the material used to bond the tubing to the core wire, which indicates that the stylet was manipulated after manufacturing. The wall thickness of the polyimide tubing was within specification. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recp0647 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure the hcp had difficulty inserting the catheter, meeting resistance. The catheter was pulled back and the hcp withdrew the wire a bit so it was flush with the end and it wouldn¿t move. It was stated that upon looking at the device once removed, it was noted that the wire was broken off about a cm at the end.